Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b5, b6, b7, d10, h6 (health effect ¿ impact codes).

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) failed to boot, even after pressing the start button. No patient was involved.

Manufacturer narrative:
Updated fields: b4, d4 (UDI), d8, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected fields: b5, b6, b7, d10, h6 (health effect ¿ impact codes). A getinge field service engineer (fse) checked reported, machine does not boot even after pressing start button both on ac mains as well as on battery mode. Customer had requested for general service inspection visit which will be done once we received po and advance payment as equipment is not in contract. Till now, even after taking follow up with the customer, regarding work order and advance payment, they are not showing any positive response. In future if we receive any information regarding repair, will reopen and update the investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) failed to boot, even after pressing the start button. No one was harmed onsite.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) failed to boot, even after pressing the start button. No patient was involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Additional information: event site telephone: (B)(6).